Event description:
The medical center had an impella 5.5 pump support ongoing when there was hemolysis. The labs were hemolyzing but the pump was in appropriate position. Dialysis was initiated as an intervention. The pump remained on until lvad placed.

Manufacturer narrative:
The investigation is on-going at this time. Upon completion of the investigation and hemolysis testing of the pump, a followup report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation into the hemolysis has concluded. The pump was returned and investigated and run on the benchtop. The pump passed hemolysis testing. There was no damage or malfunction noted on the pump. The hemolysis root cause was determined to be patient condition. The failure mode will be monitored and trended.